Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible, c20 - no findings available. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse witnessed one of the pumps, which was running noradrenaline at the time, alarm, and red screen popped up saying ¿battery discharged¿ and stopped. The pump was plugged in at the time. The screen shown in the photo attached then popped up. The pump would then not then turn off. The noradrenaline was running at low dose so was able to be moved to another pump without affecting the patient but this could have been a significant incident had the noradrenaline been running at a higher dose. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the nurse witnessed one of the pumps, which was running noradrenaline at the time, alarm, and red screen popped up saying ¿battery discharged¿ and stopped. The pump was plugged in at the time. The screen shown in the photo attached then popped up. The pump would then not then turn off. The noradrenaline was running at low dose so was able to be moved to another pump without affecting the patient but this could have been a significant incident had the noradrenaline been running at a higher dose. There was patient involvement but no patient harm.